Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address elevated metal ion count. There was also some metallic fluid between the liner and cup. Update rec'd 6/13/2014- legal claim and medical records received. After review of the revision operative note it indicated minimal metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/9/2014. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Review of device history records for the acetabular cup finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Per procedure, the femoral head and metal liner are exempt from DHR review. Medical records were received and reviewed. From a medical perspective it is not possible to determine if the complaint is product related. IFU's state that it is imperative that the patient be instructed about the strength limitations of the materials used in the device and for fixation. IFU's note that excessive physical activity or trauma to the replaced joint may contribute to premature failure of the hip replacement by causing a change in position, fracture and/or wear of the implants. The investigation can draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Patient was revised to address elevated metal ion count. There was also some metallic fluid between the liner and cup. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the product and lot code combinations. Review of device history records for the acetabular cup finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Per procedure, the femoral head and metal liner are exempt from DHR review. No additional investigational inputs or event information was provided. The investigation can draw no conclusion with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised to address elevated metal ion count. There was also some metallic fluid between the liner and cup.